Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the narrow proximal femoral artery. The 5.0mmx60mmx80cm absolute pro was being advanced through the y-connector without resistance; however, the stent prematurely deployed and broke into pieces. The stent was successfully removed in the y-connector. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. An xpert stent was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported premature deployment and stent separations were not able to be confirmed due to the stent not being returned. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported for premature deployment or stent separation from this lot. Based on the reviewed information, no product deficiency was identified.